Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead displayed noise, oversensing and pacing inhibition as well as high thresholds and undersensing. It was reported that the lead had been implanted with too much slack allowing the lead to prolapse through the tricuspid valve. A revision procedure was performed where the lead was surgically abandoned. A new lead was placed. There were no additional adverse patient effects reported.